Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a dilatation (papilla of vater) procedure.according to the complainant, during preparation (outside the patient), electric current was applied to the device and the cut wire broke (torn). The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a dilatation (papilla of vater) procedure. According to the complainant, during preparation (outside the patient), electric current was applied to the device and the cut wire broke (torn). The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the exposed cut wire to be broken. One end of the broken cut wire was attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the exposed cut wire appeared burnt. Examining the blackened ends of the broken cut wire, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The complaint was confirmed as the wire was broken. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.